Manufacturer narrative:
This report is a duplicate of 5 previously reported emdrs; manufacturer report numbers 1314492-2019-00899, 1314492-2019-00910, 1314492-2019-00897, 1314492-2019-00901, 1314492-2019-00900. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a facility was experiencing overheating/melting of spectrum wireless battery modules. It was indicated that there have been five batteries seen with these problems in the last 3 months and the issue seems to be overheating around one of the battery contacts on the base. There was no known patient injury or medical intervention associated with any of these events. No additional information is available.